Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/28/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not turn on. The receiver was opened to remove the receiver battery and swap with a known good battery and the receiver booted up. The data log was downloaded directly from the ui pcba board and found perpetual rebooting within the logs. Trouble shooting was performed and found that the battery was defective. The reported event of receiver ceases to function was confirmed. The root cause could not be determined.